Manufacturer narrative:
Concomitant product: dtba2qq ICD, implanted:unknown; product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing (twos) identified in episode 53 stored electrocardiogram.

Event description:
It was reported that the patient's right atrial (ra) lead showed noise and a fluctuation of p-wave amplitudes as well as crosstalk on the atrial channel following a biventricular pace. Pocket manipulation caused some erroneous signals on the electrocardiogram. It was suspected there may be a connection issue with the device. Additionally, the right ventricular (rv) lead had an episode of sensing integrity counter (sic) and t-wave oversensing (twos) was seen.. The device and rv lead was reprogrammed and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the undersensing and noise noted on the right atrial (ra) lead continued. The lead was reprogrammed. The right ventricular (rv) lead also continued to exhibit t-wave oversensing (twos).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the crt-d was explanted and replaced with another crt-d. The defibrillation function of the replacement crt-d was left off and the device is serving as a cardiac resynchronization therapy pacemaker (crt-p). The leads functionality will be confirmed at the six-week device check. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.